Manufacturer narrative:
The complaint was confirmed. The connection between the display overlay and printed circuit board (pcb) was re-seated, and the stylus was calibrated. The keyboard was found to have a broken hinge, with missing screws. The hing was replaced. The media bay was found to be missing a latch, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor were misaligned. It was noted that calibration was attempted multiple times, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.